Manufacturer narrative:
(B)(4). This complaint for a report of iipv - adult was confirmed. The root cause was insufficient drain in multiple cycles; advanced to fill when slow/no flow occurred above the min drain volume threshold.

Manufacturer narrative:
(B)(4). The reported problem was confirmed via the event history log review. However, there were no keystrokes, programming, or use error issues that could have contributed to the problem. The homechoice was evaluated, and functional tests were performed. The reported problem was confirmed but not duplicated. The homechoice was visually inspected with no issues noted. One hour of therapy was performed on the homechoice successfully. The initial evaluation could not confirm the reported problem or provide an assignable cause. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a high drain alarm, which occurred on the homechoice (hc) during drain 4. The drain volume was 4300ml. The home patient (hp) stated that the alarm occurred during that last night's therapy and he had informed his registered nurse (rn). The hp stated that he did not feel overfilled or bloated during the therapy. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was 15,500ml, the total time was 9:00, the fill volume was equal to 2200ml, the last fill volume was equal to was 2000ml, the dextrose was set to "different", the patient weight was set to (B)(6), the cycles were set to 6, the initial drain alarm was 1500ml, comfort control was set to 36, and the last manual drain was set to "no". The hp stated that his rn would assist with his programming. The hc was being swapped. The patient would use manual supplies until his new hc arrived. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the hp on (B)(6) 2013 in regard to this alarm. The hp stated that he did not have additional information about the alarm. The hp stated that he had received his new cycler and is continuing with his therapy. Baxter advised the hp to call if he has any further issues and to continue to follow up with his nurse.